Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new ilet user experienced recurrent low blood glucose after lunch during the first week of use, with lunch receiving the largest meal insulin delivery despite the user typically consuming 5¿10 grams of carbohydrates; education was provided on the ilet learning phase and to avoid announcing very low-carbohydrate lunches. Symptoms included hypoglycemia with a nadir of 53 mg/dl, without loss of consciousness or other acute effects. Outcomes included transient low glucose under 30 minutes, self-treatment with oral carbohydrates, device low glucose alerts, and no medical intervention or assistance required. Investigation included review of user-reported data and troubleshooting education regarding meal announcements and algorithm adaptation. Investigation of this case revealed no device malfunction reported and suggested that announced low-carbohydrate meals during the learning period likely contributed to relative insulin overdelivery at lunch. It was concluded, based on previously established findings for similar reports, that the cause was unclear with contributory use-related factors during algorithm learning. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.